Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on unknown date after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated MDR #1225714-2013-02525.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-02525 and 1225714-2013-02526.

Event description:
The additional information received noted that the patient experienced a sudden cardiac event. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.